Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a fc1005 alert which states a high out of range shock impedances greater than 145ohms when attempting to deliver a shock. Technical services (ts) was consulted and upon review of the available data it was observed that in addition to the high shock impedances, several inappropriate committed shocks were delivered due to non-sustained ventricular tachycardia (nsvt) episodes which subsequently led to therapy exhaustion. Further evaluation was recommended. Additional information was received stating that the reason for the increase in impedances is unknown; however, continuous monitoring was going to be provided. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.